Event description:
It was reported that balloon rupture occurred. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 8 atmospheres. The device was removed and nothing was left inside the patient. The procedure was completed using another unspecified balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device lot number updated from unknown to 0016872880. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination inspection revealed a pinhole in the balloon wall at the proximal edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 8 atmospheres. The device was removed and nothing was left inside the patient. The procedure was completed using another unspecified balloon catheter. No patient complications were reported.